Event description:
It was reported that a smiths medical monitor displayed a com error. No patient involvement.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. However, during the nibp test; there was a cuff leak detected. The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device.